Event description:
The pt reportedly, experienced a loss of lock with her device. External equipment was exchanged but the problem was not resolved. Testing performed by a co rep confirmed that the device was not functioning. Surgery to explant the pt's device will be scheduled.